Event description:
Hospital reported tip of suction irrigation electrode broke off in use. Information is not available to confirm whether it came off in the patient or during cleaning. No patient injury reported.

Manufacturer narrative:
Operating room director has been contacted by letter, after attempts by phone, to confirm where the tip fell off, and to provide patient information if applicable. Initial reporter did not have this information.